Manufacturer narrative:
Product event summary: analysis confirmed the reported event. The output connector assembly was broken. Display wire insulation was found to be pinched; the wire insulation was not compromised, the keypad, one knob, and three case screws were contaminated, and encoder nuts were not torqued to specification. The device log indicated three stuck buttons (on/off) and three stuck buttons recovered.

Event description:
It was reported that during routine preventive maintenance, it was found the latching mechanism of the atrial and ventricular connectors was broken, allowing the cables to be pulled straight out of the epg (external pulse generator). The epg was returned for warranty repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.